Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for the initial surgical procedure? Unknown. Were there any difficulties with the device intraoperatively? No. What were the colors/product codes and sequence of the cartridges used? Unknown. Was buttressing material being utilized? If so, what type? No. Did the surgeon wait 15 seconds prior to firing? Yes. Was the device fired in one stroke or pulse fired? One stroke. Were any staple malformation issues identified? No. How was the bleeding identified? In according to drainage tube. Was the source of the bleeding identified where the device was used? Yes. What is meant by ¿hemostatics¿? Medicine to stop bleeding. Was an additional surgery required? No. Were blood products required? No. Was the bleeding intraluminal or intrabdominal? Unknown. What is the current status of the patient? Stable and left from hospital.

Event description:
It was reported that there was bleeding after surgery. One day after the endoscopic assisted gastrectomy, the patient was bleeding. Did special after-surgery care: hemostatics and monitor with the drainage tube. The patient is stable and in hospital now.